Event description:
Required reoperation to remove existing access port and replace with new access port. Adjustment attempted and failed. Investigations proved leakage from access port identified as broken tubing.